Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 46-47 mg/dl. The cause of the low bg was unknown. The customer required assistance to treat low bg level. The customer was brought carbohydrates to consume and address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.